Event description:
First responders answered a cardiac arrest call, pt unconscious and unresponsive upon arrival. The device operator attached disposable defibrillation electordes to the pt and powered up the device. The device stated connect electrodes, the device operator checked electrode connection to the device and on the pt. Power was also cycled to the device in an unsuccessful attempt to analyze the pt's rhythm. CPR was being provided during this time. The medics arrived with a back up device, they used the same electrodes and continued care to the pt. The reporter stated there was a six minute delay from the time the first responders arrived and the back up device became available. The pt was not resuscitated.